Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bio ID prompt did not appear on the pyxis screen when the user attempted to issue medication to a patient, preventing biometric authentication. The technical support specialist remotely dialed into station g1wb to address the bio ID visibility issue. The bioid application was uninstalled, followed by a system reboot. After rebooting, the bioid application was reinstalled successfully. Functionality was then verified with the client, confirming that the biometric scanner is now visible on the screen and operational. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the bio ID prompt is not appearing on the pyxis screen, preventing biometric login. The customer reported that the malfunction occurred while the user was attempting to issue medication to a patient. There were no adverse events or injuries reported based on this incident.